Manufacturer narrative:
The customer contacted philips, and reported that the device would not shut off, and that the power cord and battery would need to be removed in order to power down the device. Troubleshooting was performed with customer, and the remote service engineer (rse) had the customer check the event log. The rse then provided the customer with the following instructions, disconnect all power, if this code does not recur when power is reconnected, no further action is required, replace the power switch overlay, replace the power management (pm) printed circuit board assembly (pcba), replace the user interface (ui) pcba, replace the ui to pm pcba cable. The customer was provided with the part number for a replacement pm pcba, and ui pcba. This investigation is ongoing.

Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed on (B)(6) 2025 for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed on (B)(6) 2026 for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator would not power off. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator would not power off. It was reported that the device would not power off, anytime an alternating current (ac) or direct current (dc) power was applied, the device would power on, and could not be shut off. During troubleshooting, the customer stated that the front panel overlay was replaced, but the issue was not resolved. The rse provided the customer with the manufacturer recommendations, and that the user interface (ui) printed circuit board assembly (pcba) should be replaced; if they are still experiencing issues, the power management (pm) pcba should be replaced. The customer was provided with the part numbers for a replacement ui pcba and pm pcba. Device evaluation and repair are pending, and this investigation is ongoing.